Event description:
It was reported that during a da vinci prostatectomy procedure, the customer experienced multiple occurrences of system error code #20008. With the assistance of an isi technical support representative, the customer powered down and restarted the system then reseated the instrument, however, the error continued to recur. The customer decided to complete the procedure with their second da vinci s system. The patient was under anesthesia for an additional 30 minutes while the da vinci s system was being prepared. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #20008 experienced by the customer was associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generate error code) functioned as designed and there was no injury to the patient. System error code #20008 appears when the da vinci s safety systems determined that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation. Engineering evaluation determined that a potentiometer assembly within the mtmr had malfunctioned, thus generating the system error code experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.